Event description:
It was reported that failure to recapture the distal filter, and transient ischemic attack (tia) occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter and distal filters were successfully deployed. The tavr procedure was completed. The physician encountered difficulty recapturing the distal filter of the sentinel cps prior to removal from the patient. During retrieval for removal of the sentinel cps the hypotube of the distal filter slider 3 fractured. The sentinel cps and sheath were removed from the patient as a unit. Post procedurally during patient assessment, symptoms of a tia were observed including vision and motor difficulties. The patient underwent a computed tomography (CT) scan, neurological assessment, and was administered medication to address the thrombus. Two days post index procedure the patient was recovered and discharged from the hospital.

Manufacturer narrative:
H3 device evaluated by MFR: the returned device consisted of a sentinel cerebral protection system (cps). Visual inspection of the returned sentinel cps revealed the hypotube was detached, the distal filter slider was detached from the inner member, the proximal filter was sheathed, the articulating distal sheath (ads) was kinked, the tri-layer was kinked, and the distal filter was slightly unsheathed. Microscopic inspection confirmed the inner member was detached from the distal filter slider. During functional testing the distal filter was unable to be deployed due to the distal filter slider detachment from the inner member. Product analysis could not confirm the reported transient ischemic attack as clinical circumstances could not be replicated. Product analysis confirmed the reported failure to recapture distal filter.

Event description:
It was reported that failure to recapture the distal filter, and transient ischemic attack (tia) occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter and distal filters were successfully deployed. The tavr procedure was completed. The physician encountered difficulty recapturing the distal filter of the sentinel cps prior to removal from the patient. During retrieval for removal of the sentinel cps the hypotube of the distal filter slider 3 fractured. The sentinel cps and sheath were removed from the patient as a unit. Post procedurally during patient assessment, symptoms of a tia were observed including vision and motor difficulties. The patient underwent a computed tomography (CT) scan, neurological assessment, and was administered medication to address the thrombus. Two days post index procedure the patient was recovered and discharged from the hospital.